Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, self, basic occlusion, occlusion, prime, excessive no delivery and prime/a33 tests. Intermittent button response due to corroded keypad traces. No button error alarms noted. No display ramping anomaly noted. Cracked case at display window corners, battery tube threads, minor scratched display window and missing end cap sticker noted.

Event description:
It was reported by the customer's mother that the insulin was alarming button error and that the numbers on the display were increasing without button input. Customer's mother stated they did not recall any significant events that lead to the alarm or if the device was dropped. Customer's blood glucose level was 225 mg/dl at time of reporting. Advised customer to discontinue use of device and revert to back up plan. Nothing further reported.